Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the implant mount fractured during placement. Another instrument was used to complete the procedure. Tooth location 24. G4: 26 jul 2019. The reported device was received for evaluation. Visual inspection identified some signs of wear from use in the form of scratching along the mount's exterior, but no other signs of significant damage or deformation. No fracturing was observed. The reported condition of a fractured implant mount was not confirmed. A device history record (DHR) review could not be performed for the reported device as the lot number is unknown. A complaint history review was completed for the reported item number dating back 12 months. The complaint history review revealed that there are no existing non conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant mount fractured during placement. Another instrument was used to complete the procedure. Tooth location 24.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mount (mmc15) fractured during placement. Another instrument was used to complete the procedure. Tooth location 24.